Event description:
I had the trans-vaginal tape implanted by a urologist in (B)(6) on (B)(6) 2003. The trans-vaginal tape was placed because of stress urinary incontinence. During consultation the doctor told me he would place a sling which was basically like a hammock. He would do this procedure vaginally and he would attach the sling at the site of my old hysterectomy incision. I had total trust in him and the information given to me about my surgery was that it would solve my problem. The surgery went well and it helped with my urinary stress incontinence. In 2005, I suffered from several bladder infections and the doctor at the urgent care facility told me to start using a vaginal estrogen cream because she felt the infections were due to sexual intercourse when I told her I would bleed because of painful sexual relations with my husband. In 2006 - three years after the mesh was implanted, I began suffering from extreme pain during sexual intercourse and I went to see the gynecologist which told me the tissue in the vaginal canal was becoming thin and he again prescribed an estrogen vaginal cream, he said the vaginal tissue would become stronger with the use of the cream. I continued having severe pain during sexual intercourse and many times I would bleed after intercourse and for the next few days I would have pain in my vaginal canal and lower abdomen. One day after experiencing severe pain in my vaginal canal I examined myself and felt a plastic tape in my vaginal tissues and it was painful to touch the area. I was scared I could not figure out where the plastic tape could be coming from, then I realized that the mesh had protruded through my vaginal canal and that an erosion occurred. I immediately made an appointment with my gynecologist and during the examination he told me he could see the blue tape protruding into my vaginal tissues. He referred me to a urologist and within a few days I had surgery to remove the mesh. The surgery was done on (B)(6) 2009. The urologist told me he tried to remove as much of the mesh as he could but even pulling as hard as he could, it would not become loose because there was tissue growing all around it. This excision of the mesh relieved the pain for about a year. On (B)(6) 2010 the pain returned and I again started experiencing pain during intercourse and bleeding afterward. I examined myself and I again could feel the tape in my vaginal canal. I went to see the gynecologist and he told me to start using the estrogen vaginal cream again and that this would help with the pain. At the same time, I had a small lump on my left breast and the doctor felt we should concentrate on making sure my breast was okay so he ordered a mammogram and an ultrasound. No cancer was detected. The gynecologist felt the mesh could wait a few more months. I continued the use of the estrogen vaginal cream. The vaginal pain continued but it was manageable and the estrogen vaginal cream seemed to make things a little better. I truly was afraid of again having surgery to remove the mesh. The past four months, I noticed the pain was becoming more intense and constant and I started experiencing pain in my lower back that radiates to my left leg. This (B)(6) 2011, the vaginal pain started getting excruciating and I also noticed pressure and pain in my lower abdomen upon waking up in the morning, and severe pain where my old hysterectomy incision is located, to the point of not being able to stand up for more than 20 minutes and sitting down was also becoming uncomfortable. I went to see my gynecologist and after a very painful examination he could again feel the tvt mesh in my vaginal canal and he was concerned about the pain I was experiencing on my ovaries so he sent me to have an abdominal and pelvic ultrasound. The ultrasound turned out okay, no problems with my ovaries. He referred me to the urologist, which I saw last (B)(6) 2011 and after examination with the urologist he told me I needed to have surgery to remove the mesh. He told me it would be a complicated surgery and he would need another urologist to assist him because I needed both vaginal surgery to remove the mesh from the canal and abdominal surgery to remove the mesh from where it had been attached at the old hysterectomy incision. I live in chronic pain, am unable to sit, stand, or walk for long periods and I am unable to have sex without pain. It has affected my marriage and my relationship with my spouse has suffered because of this. It is interfering with my daily activities. The mesh that was implanted in me is the johnson and johnson transvaginal mesh...-this is all the information the first urologist gave me. Now I am scheduled to have surgery on (B)(6) 2011. It is my second removal surgery. I am scared and concerned that this horrible pain will not go away. I had the johnson and johnson tvt mesh partially removed surgically on (B)(6) 2009 and I am scheduled to have it removed again surgically on (B)(6) 2011. It will require a vaginal and abdominal surgery to try to remove what is left of the mesh.